Manufacturer narrative:
Date of system manufacture requested internally, but not confirmed prior to filing date (to be submitted to f/u report). The investigation is on-going. A preliminary assessment revealed a possible source as "user error", however, the pending receipt of add'l info is required prior to making a final assessment. We became aware of this report on (B)(4) 2011 and are mailing this report on (B)(4) 2011.

Event description:
Info transferred from a customer's service notification to a complaint report stated (translated) "syngo freezes during treatment and displays 'please inform customer service.' The right-hand key switch is still in position 'rad on'. It is possible to download the rest of the sequence. This cause the table to (move) to its zero position without warning." (This is the description of the issue as it was written in the logbook by therapist (B)(4)). It was noted more info would be provided on (B)(6) 2011, when the therapist is on duty again). Subsequently, a summary of three cases was received under the title "add'l info about the reported incidents from (B)(6) 2011" - therefore, it is surmised the incidents and events reported likely occurred on (B)(6) 2011. The initial complaint report form indicated a "yes" response to the question "was the device being used to treat or diagnose pt during event?". Further info has been requested from the site regarding details of potential pt involvement. There has been safe-log (including machine monitor log) including the time(s) of event (s) has been requested, as has further details pertaining to the complaint investigation.